Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that another manufacturer's command wire cut the distal part of the cxi tip when the physician inserted the wire during a sub intimal approach. There were no reported adverse effects to the patient as a result of this product problem.